Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.04 ng/ml was generated for a patient (B)(6) on (B)(6) 2022. The following data was provided. Initial result: 0.04 ng/ml (positive). Repeat result: 0.02 ng/ml (negative). Repeat result: 0.03 ng/ml (negative). Patient normal range <0.04 is negative, > or = 0.04 is positive. No impact to patient management was reported.

Manufacturer narrative:
Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A ticket search for lot 26216un22 did identify an increase in complaint activity related to the falsely elevated patient results. Historical performance of reagent lot 26216un22 which was evaluated using world wide data from abbottlink for the troponin-I assay. The patient median data was analyzed and compared to an established control limit. This evaluation indicated that the patient medians for lot 26216un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 26216un22. Based on the investigation, no deficiency for lot number 26216un22 was identified.